Manufacturer narrative:
This report is submitted on january 24, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the devic was explanted on (B)(6) 2017, due to migration of the electrode array and subsequent lack of benefit. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted february 6, 2017.